Event description:
Augmentation in 1977 with silicone implants bilaterally. Several years ago she began developing dryness about face and eyes; recent breast biopsy done. Pt now at high risk for breast cancer. Implants are old and obscure normal breast tissue totally. Recommended implant removal.